Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted and no other information was provided.

Event description:
It was reported that the patient had history of ventricular tachycardia (v-tach) and was implanted with an implantable cardioverter defibrillator (ICD) prior to the left ventricular assist device implant. The patient was noted to have been shocked multiple times by the ICD while at home due to a sustained episode of v-tach. The patient had chest pain due to the arrythmia and was admitted to the hospital on (B)(6) 2023. The patient's magnesium was replaced, and a heart catheterization was performed to rule out myocardial ischemia. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) , and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. The transplant was not due to a device related issue and the device was noted to have operated as intended it was uncertain if the arrhythmia was device or therapy related. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, the IFU lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.